Manufacturer narrative:
The reported events were insulation damage and ¿strips of metallic shine on the lead¿. As received, a complete lead was returned in three pieces. The reported event of insulation damage was confirmed. Visual examination noted the outer insulation was cut at the middle and distal portions of the lead consistent with procedural damage. The reported event of ¿strips of metallic shine on the lead¿ was not confirmed. Visual and x-ray examinations did not find any anomalies except for procedural damage. The cause of insulation damage is consistent with procedural damage.

Manufacturer narrative:
Correction: section b1 (type of report), b2 (outcomes attributed to adverse) and h1 (type of reportable event) were incorrectly updated in the initial report of MFR; 2017865-2025-96341 and it's follow-up number 1. The reports should have been updated as "malfunction" rather than a "serious injury". At the same, section b1 and b2 should not have been updated since the product malfunction was as observed during the procedure and there no adverse event as a result of the product malfunction.

Event description:
It was reported that the patient's right ventricular lead exhibited discoloration and potential condensation inside the lead during an unrelated procedure. There were also shinning strips noted due to lead damage. The lead was explanted and replaced. The patient was stable.